Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on may 26, 2015, reporting that the post-operative condition of the patient was stable.

Event description:
Synthes europe reported an event in (B)(4) as follows: it was reported that the synream reamer head came off in the patient¿s medullary cavity. Though the surgeon attempted to remove it, it could not be retrieved and was left in the patient. The incident resulted in a 30 minute surgical delay. It was reported that initially the surgeon requested the medullary reamer and synream reaming rod for use in the surgery since the patient¿s medullary cavity was narrow. The surgeon used a medullary reamer without synream reaming rod because no attachment for the compact air drive was prepared for the surgery. In addition, a nurse used a reaming rod from another manufacturing company. Therefore, the surgeon could neither attach the medullary reamer to a compact air drive nor insert the medullary reamer in synream reaming rod. These factors reportedly led to the incident in which the synream reamer head came off in the patient¿s medullary cavity. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Reported lot number, j114, could not be validated as a synthes lot number for part number 352.040. Device is an instrument and is not implanted/explanted. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.